Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of death.

Event description:
Dexcom was made aware on 12/21/2016, that on (B)(6) 2016, the patient had passed away. The patient's sister reported that the patient was in hospice care at time of death and passed away from kidney failure, congestive heart failure, acute repertory, and diabetic nephropathy. A copy of the death certificate was provided confirming the event. The patient's sister stated that the patient was not wearing the dexcom system at the time of death. No product defects or failures were alleged. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
A transmitter (part number stt-gf-001/serial number (B)(4)/lot number 5210250) was returned for evaluation. Voltage testing was performed and the transmitter had 0 voltage. A review of the shared data log did not find any errors. There was no allegation of malfunction to the device. No additional patient information was provided.

Manufacturer narrative:
(B)(4). Common device name - correction-the g5 system is associated with product code pqf. Product code pqf is not currently available in common device name. If follow-up, what type?: correction.